Event description:
It was reported that patient underwent bkp. It was also reported that the initial surgery did not resolved patient's pain and the revision was performed to add posterior fixation with percutaneous pedicle screws to treat the pain on 3-4 weeks post-op.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.